Event description:
A malfunction was reported on the pump, and there were no notable events prior to its occurrence. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s level. Customer reverted to an alternate method of insulin therapy.